Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2015 the patient underwent a left total knee arthroplasty using simplex hv bone cement. It is further alleged that she had to undergo a revision surgery on (B)(6) 2017 due to alleged loosening.